Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction happened again, and caller acknowledged instructions.